Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bumpy, open rash under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s parent is an ER physician and recommended benadryl for the skin irritation. Outcome of the irritation is unknown.